Event description:
It was reported to philips that the system could not perform cine, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that system could not perform cine, which had impact imaging. Upon troubleshooting fse found that tcu h1 indicator, which indicates that the cooler is operational, was not illuminated; a malfunction was detected using the cat service tools, specifically indicating an issue with the clm flow switch tcu. Additionally, the tcu oil level was found to be low, accompanied by the presence of bubbles and condensation. To resolve the issue, fse replaced the cooling unit and leaking hoses, secured all connections. The system was returned to use in good working order. The system was returned to use in good working order. The system was returned to use in good working order.